Event description:
It was reported that the physician suspected lead damage. Review of session records noted non-sustained vf episodes and noise was seen on the egms. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the is-1 connector pin measuring 4.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.